Event description:
The caller reported that the tracheostomy tube was placed in the patient in 2009. At approximately 9 days later, she found it to be leaking, and it was placed as an unscheduled tracheostomy change. It is not known where the leaking occurred.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.